Event description:
Boston scientific received information that a system extraction for pocket erosion (small opening/hole observed in the pocket) with potential infection was performed. It was noted that the device and right atrial (ra) lead had been successfully removed, but during the laser extraction of the right ventricular (rv) lead, the patient's blood pressure dropped and a code was called. Vt and vf was not observed by the field representative during the extraction. The field representative stepped out of the room and when the patient was later wheeled to the operating room (or) it was apparent that the patient's chest had been opened. The field representative called the hospital later that evening to check on the patient's status and it was reported that the patient had passed. The official cause of death was not given.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal 177 mm segment of the lead was performed (the lead had been severed and the distal portion was not returned). Resistance testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, and proximal lead body found no anomalies. Laboratory testing of the proximal segment of the lead was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.